Event description:
The report received from the affiliate indicated that the distal tip of 2 6f vista brite tip guiding catheters were broken prior to use. The procedure was completed with another similar device and there was no procedural delay or patient injury. The devices will be returned for analysis. Upon receipt of both devices, a piece of distal tip was broken and not included.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Review of lot 15729502 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00455 and 9616099-2014-00456.

Manufacturer narrative:
The device was analyzed and did not show any separation. However, kinked/bent conditions were found. One non sterile unit of vista brite tip 6f .070 was received coiled in a plastic bag. Per visual analysis no separations/damages were found on catheter brite tip/distal tip. However, kink/bent conditions were found on catheter body at 3.4cm, at 23.9cm, at 56.5cm and at 76.3cm from catheter distal end. No other issues were found. The catheter body od and ID were measured near to kinked conditions against drawing (revision that was effective when the complaint lot was manufactured) and results were found within specification. A review of the manufacturing documentation associated with lot 15729502 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. . Preventive maintenance and calibration records for fusing machine were reviewed, and it was found that the equipment / tool were calibrated in a timely manner. The complaint reported by the customer ¿brite tip/distal tip - separated-prior to use¿ was not confirmed since no separations or damages were found on catheter brite tip/distal tip. However, the catheter body presents kinked conditions. The cause of the kinked conditions found through the catheter body could not be conclusively determined during the analysis. Product analysis and DHR review results do not suggest that these kinked conditions are related to the manufacturing process. Handling and storage process may contribute to the kinked conditions found. Controls are in place to verify the catheter for kinked/bent conditions; the produced catheters are inspected 100% before leaving the facility. Also, several inspections are performed through all the guiding catheter assembly process operations. Therefore no corrective and preventive actions will be taken at this time. No further reports are expected. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 9616099-2014-00455 and 9616099-2014-00456.